Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter product ID 8709 lot# serial# (B)(4) implanted: 2003 (B)(6) explanted: product type catheter: patient code (B)(4) and conclusion code 22 no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were wondering if any doctor could do the pump surgery/manage the pump. The patient stated she was going in for a surgical procedure to have a fusion removed; the surgery was not related to the device or therapy. The patient stated the surgeon cut the catheter, and she was leaking medication out of the surgical wound. The patient stated she went to see another doctor who had to put a blood patch, and the doctor fixed the catheter. The patient stated she had to go back to the surgeon due to fluid still leaking out of the surgical site. The patient stated the surgeon had to put on a dura patch due to spinal fluid leaking as well. The doctor tied off the catheter and turned off the pump. The patient stated she was in a lot of pain, and the doctor could not replace the pump or catheter due to insurance reasons. The patient had 6 surgeries between (B)(6) and (B)(6) 2017; 3 surgeries were due to the pump, and 3 surgeries were due to the back fusion. The change in therapy/symptoms w as considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter .

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient receiving fentanyl (6300 mcg/ml at 999.2 mcg/day), baclofen (100 mcg/ml at 15.86 mcg/day), and dilaudid (2.5 mg/ml at 0.3965 mg/day) via an implantable infusion pump for spinal pain and non-malignant pain/other non-malignant pain. It was reported by the hcp that the patient had a back surgery 2 weeks ago, at which time, the catheter was cut and revised. Then the patient went in for another back surgery and the surgeon decided to completely remove the catheter. The patient had no symptoms related to the event. They were now planning to program the pump to off. The pump off passcode was provided. No further complications were reported/anticipated. Additional information was received from a manufacturer's representative (rep) on 2017-mar-15. It was reported that it was unknown if the catheter was intentionally or accidentally cut during the first back surgery. The catheter was revised in a separate procedure with a different physician, then the patient was taken in for a second back surgery. It was unknown what was done with the catheter, and the patient's weight at the time of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Omitted information pertaining to sr (B)(4) inquiry. Additional information was received from a consumer. It was reported that on (B)(6) 2018 the patient had the pump replaced that was turned off due to the catheter cut. No further complications have been reported as a result of this event.